Event description:
It was reported that the patient had received inappropriate therapy during an svt. Reprogramming changes will be made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.